Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a colleague called me yesterday 18/9, she thought she sensed an elevation under the skin when flushing a patient's piccline. I also flushed and came to the conclusion that something didn't feel quite right. Pulled piccline and was able to ascertain a very small hole, barely detectable at the 6 cm level. The patient received his piccline 16/7-24, it was a securacath that sat at the 5 cm level. Has received mvac treatment x3 and was due to receive immunotherapy on the current occasion, therefore received his treatment via peripheral venous catheter instead. Patient are ok.

Event description:
It was reported a colleague called me yesterday 18/9, she thought she sensed an elevation under the skin when flushing a patient's piccline. I also flushed and came to the conclusion that something didn't feel quite right. Pulled piccline and was able to ascertain a very small hole, barely detectable at the 6 cm level. The patient received his piccline 16/7-24, it was a securacath that sat at the 5 cm level. Has received mvac treatment x3 and was due to receive immunotherapy on the current occasion, therefore received his treatment via peripheral venous catheter instead. Patient are ok. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 43cm, inserted to basilic vein, exit marking 5cm, secured with securacath. PICC used for oncology treatment (metrotrexat, vinblastin, cisplatin, doxorubicin). No occlusions noted. Leak identified by extravasation ;small extravasation before treatment when they flushed with nacl at the 6cm mark. PICC was used for 60 days. No xrays are available. Catheter site was cleaned with chlorhexidine solution poured from a bottle (chlorhexidine 250ml 5mg/ml). Additional comments: last treatment one month before they found the hole in the piccline. It was a verry small hole in the piccline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a colleague called me yesterday 18/9, she thought she sensed an elevation under the skin when flushing a patient's piccline. I also flushed and came to the conclusion that something didn't feel quite right. Pulled piccline and was able to ascertain a very small hole, barely detectable at the 6 cm level. The patient received his piccline 16/7-24, it was a securacath that sat at the 5 cm level. Has received mvac treatment x3 and was due to receive immunotherapy on the current occasion, therefore received his treatment via peripheral venous catheter instead. Patient are ok. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 43cm, inserted to basilic vein, exit marking 5cm, secured with securacath. PICC used for oncology treatment (metrotrexat, vinblastin, cisplatin, doxorubicin). No occlusions noted. Leak identified by extravasation ;small extravasation before treatment when they flushed with nacl at the 6cm mark. PICC was used for 60 days. No xrays are available. Catheter site was cleaned with chlorhexidine solution poured from a bottle (chlorhexidine 250ml 5mg/ml). Additional comments: last treatment one month before they found the hole in the piccline. It was a verry small hole in the piccline.